Manufacturer narrative:
On 13-jan-2021, mentor received additional information regarding the condition of the suspected medical device and the replacement devices. The patient's surgeon suspected bilateral rupture initially. However, the surgeon stated that both devices were observed to be intact upon explantation. Updated reason for device explant and/or reoperation: capsular contracture, suspected rupture the replacement devices are two 375cc mentor memorygel breast implant prostheses (catalog #: 3503754bc, right serial #: (B)(6), left serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast augmentation with two 375cc mentor memorygel breast implant prostheses experienced bilateral capsular contracture (right grade: iii, left grade: ii) and right-sided skin reaction and rupture. On (B)(6) 2020, the patient had a consultation with a healthcare professional due to hardening of her right breast. During the consultation, right-sided rupture was noted. In addition, the patient was experiencing a rash on her right breast. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2021. This report is for the left-sided prosthesis.